Event description:
A report was received that a during the implant procedure when the physician went to introduce the lead he felt resistance. It was not possible for him to advance the lead. During the last attempt to introduce the lead the dura was punctured and csf was leaking. The procedure was aborted and the patient was hospitalized with IV analgesics. The patient was told the rest and drink liquids. The patient was discharged from the hospital and is now stable.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2316-50, serial/lot#: (B)(4), description: infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.